Manufacturer narrative:
(B)(4). The device is unknown and the sample is not available for evaluation. A batch review could not be performed as the lot number is unknown. The device used in this situation is unknown; therefore, the 510k number cannot be provided at this time. If additional information or samples become available, a follow up report will be submitted.

Event description:
The consumer contacted baxter (B)(4) with information from a nurse in the (B)(6) of patient that made mistake/touch contamination and acquired peritonitis coincident with dianeal pd4 ambuflex and dianeal pd2 ambuflex therapies. During a call with baxter customer service, the following information was provided: on an unreported date, the patient made a mistake/touch contamination which resulted in peritonitis. The patient was hospitalized for the peritonitis. Treatment rendered for the reported events was not reported. The patient is reportedly recovering from the peritonitis.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable root cause could not be determined, since we are unsure why the patient had a breach in aseptic technique. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review could not be performed as the lot number is unknown. If additional information becomes available, a follow up report will be submitted.